Event description:
The pt received an scs trial system on (B)(6) 2012. Post-op, the pt experienced overstimulation while being programmed. X-rays were taken and did not reveal any anomalies. On (B)(6) 2012, the pt was programmed with a different trial stimulator without any issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.